Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient was seeing screen 59, settings not available. The amplitude was decreased to 0.0ma, then it was attempted to increase to effect. This did not resolve the message. Caller stated that initially the patient could not increase above 6.1, caller was told to bring stimulation down to 0.0v and then increase and the caller stated they could not go above 5.4 and they saw the settings not available screen. On program 2, the patient was at 7.9 and could not increase any higher. Patient was not feeling any stimulation. Symptoms or retention and losing urine were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative instructed to have the patient turn the stimulation as high as it would go until error message and continue the therapy. Also reported the physician was aware of the error messages on all 3 programs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the urinary retention was the indication for the trial and that the patient had some moderate improvement from the trial. The cause of the settings not available screen was unknown; manufacturer representative reported they thought maybe the lead was not fully screwed into the extension but upon inspection everything looked fine. The actions/interventions taken to resolve it was trying all known therapy settings but they still got the error on every one of them. They also re-seated the extension and test cable. No further complications reported/anticipated.